Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca and one endeavor sprint (rx) drug-eluting stent implanted to the mid lad. The following day the pt suffered a myocardial infarction (mi). The reported mi is unrelated to the target vessel. The investigator indicated that reported mi was unrelated to the study stent. (Ref MFR # 9612164201101018).

Event description:
Additional information received confirmed that a 3rd endeavor sprint rapid exchange (rx) drug eluting stent was implanted during index procedure. The stent was implanted in the proximal lad. (Ref MFR # 9612164201101017, 9612164201101018 and 9612164201200105).